Event description:
During the index procedure the pt had a 3.5 mm x 15 mm endeavor sprint rx drug-eluting stent implanted to the mid rca (ref 2953200-2010-02621), and a 3.5 mm x 30 mm endeavor sprint rx stent implanted, overlapping, to the mid rca (ref 2953200-2010-02622). A guide catheter dissection occurred following the deployment of the two stents. The pt had one endeavor sprint rx stent implanted to the proximal rca for treatment of the dissection. The pt was asymptomatic/free of symptoms at 1 month and 6 month follow-up. At 1 year follow-up pt had cardiac status of stable angina. Approx 13 months post index procedure, it is reported that the pt suffered a lower gi bleed and was admitted to hospital. The pt was treated with 3 units of packed red blood cells and discharged to home. Pt had cardiac status of stable angina at 1.5 year follow-up.

Event description:
The gi bleed occurred one day prior to that previously reported. The investigator indicated that the event was not related to the study device.

Manufacturer narrative:
(B)(4), eval results: (gi bleed).

Event description:
Clinical events committee adjudicated the gi bleed event date was (B)(6)-2010. Colonoscopy was performed post gi bleed event.